Event description:
It was reported that during a ptca/stenting treatment procedure the maverick xl balloon ruputured at 8 atm's on the second inflation. (The number of atm's reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a very calcified and 90% stenotic lesion in a minimally tortuous mid-lad coronary artery. The maverick xl balloon catheter was removed and the physician successfully placed a bx (5.0) stent following the maverick xl balloon rupture. Pt status is reported as 'good'.